Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, glaucoma, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
An article was published titled "pseudoexfoliative deposits on an implantable collamer lens" indicated that glaucoma was diagnosed in a patient's eyes, along with pseudoexfoliative material deposits on the icl, and elevated intraocular pressure. Lowering iop drops were prescribed which decreased the pressure. The patient failed to return for clinic follow ups and additional intervention was performed with a different medical device company item.